Event description:
Patient reported "rupture" diagnosed via MRI, "lump" and "leak into my axilla lymph node". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a5, a6, b1, b3, b5, d6a, d6b, h6.

Event description:
Patient reported "rupture" diagnosed via MRI, "lump" and "leak into my axilla lymph node". Patient reported later "lump in axilla, baker grade 4 capsular contracture" and reported treatment for symptoms: drains for upto 1 week and oral antibiotics. Upon explant, rupture was not reported. This record is for the left side. The device has been explanted.